Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the 1st fire was normal. The jaw would not open after the cartridge was changed, since the anvil dislodged. Another instrument was used to complete the case. There was no consequence to the pt.